Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following a valve-in-valve implant of this transcatheter bioprosthetic valve, to treat severe paravalvular leak (pvl) of the initial transcatheter bioprosthetic valve, the pvl persisted due to insufficient radial force of this second valve. A third valve was implanted which improved the pvl. No other adverse patient effects were reported.

Manufacturer narrative:
The valve remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic was unable to obtain the patient's weight. (B)(4) .